Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer encountered a repeated error 23062 on universal surgical manipulator 4 (usm4). The reporter explained the error was present during the previous procedure but the staff was able to complete the procedure by using usm1, usm2 and usm3. Prior to calling for support, the staff tried to unseat the drape from usm4, and power cycle the system with no change. The live logs reflected error 23062 on usm4 axis 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the reporter through a power cycle of the system using the circuit breaker and emergency power off (epo) on the patient side cart (psc) with no change. The tse explained that they could attempt a second hard power cycle but the reporter requested a service order be forwarded to the field support engineer (fse) for follow up. The procedure was completed robotically as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced usm4 to resolve the issue. The system was tested and verified as ready for use. The usm was received by isi and the failure analysis investigation has been completed. The reported issue was able to be confirmed and replicated. The usm was tested on an in-house system and passed normal mode. Logs showed error 23062 repeatedly. During investigation on the insertion axis, it was found that the stator was not fully seated. The insertion stator required replacement as a fix. A review of the site's complaint history identified no other complaints for this product. A review of the site's system logs for the reported procedure date was conducted by a technical support engineer (tse). Investigation revealed the following possible related system error: 23062 pointing to usm4 axis 3/encoder or connection. No image/video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.